Manufacturer narrative:
Unable to prime during prime test due to faulty force sensor (gold). Pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Pump received with broken reservoir tube lip, cracked case near display window corners, severely scratched display window, and missing end cap sticker noted. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error . Customer's blood glucose was 17.4. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer receieved 1 motor error and no delivery alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer doesn't want to troubleshoot for no delivery since we are going to replaced the pump.